Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to loss of rigidity the patient had his inflatable penile prosthesis (ipp) removed and replaced. The medical staff stated that they would pump up the device, within 5 minutes the device would deflate. The physician noted that during the surgery it didn't appear to be a leak of any kind in the device. The ipp was explanted and a new device consisting of a 24cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.